Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Reportedly, customer alleged extracting additional insulin from the cartridge even when the cartridge was empty. There was no impact to the customer's blood glucose level. Reportedly, customer continued to use the cartridge for insulin delivery.